Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a full height drawer off the bus. The field service engineer found that the medications jammed sue to overload in the pocket. The fsc cleared the excess medications to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer issue. The customer stated that the drawer is off the bus causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.